Event description:
It was reported that there has been two separate incidents with the same patient where the catheter has fallen out without being pulled. On the first occasion, it was observed that the catheter had a tear in the latex where the balloon usually inflates. On the second occasion, a very small hole was observed in the tubing where the balloon usually inflates.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the device found a tear on the sac body that allowed water to leak out. How and when the events occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water" correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there has been two separate incidents with the same patient where the catheter has fallen out without being pulled. On the first occasion, it was observed that the catheter had a tear in the latex where the balloon usually inflates. On the second occasion, a very small hole was observed in the tubing where the balloon usually inflates.